Event description:
It was reported via a clinical study that during an initial left total knee arthroplasty, the patient experienced a non-displaced fracture of the medial aspect of the medial femoral condyle during trialing. The patient¿s bone was found significantly osteopenic and two cancellous lag screws were placed from medial to lateral intra-operatively. No additional intra-operative complications were reported and the patient proceeded to complete the study without incident or further impact as a result of the bone fracture. It was reported that no further information is available.

Manufacturer narrative:
(B)(4). Suggested component code: mechanical (g04) -femur. Visual and dimensional evaluations of the product could not be performed as no product was returned nor were pictures provided. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Medical records and radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: the standard technique followed, significant osteopenia, all products cemented, and intraoperative bone fracture. The complaint was confirmed. Root cause was unable to be determined if any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.